Event description:
This case was for a lead extraction of a 5 year old st jude (1580) class 2 vicd lead. The procedure began using a 14fr laser sheath but encountered a binding point were the v-lead crossed over the a-lead just distal of the proximal coil. They up-sized to a 16 fr laser sheath and were able to move past the binding point and down to the distal shocking coil. At this time the lead pulled free from the right ventricle wall and was stuck in an adhesion that was below the tricusp valve on the left ventricle wall. After approx one minute, the atrial pressure began to fall slowly. The pt underwent a pericardiocentisis to stop the tamponade and the pressure rebounded very quickly. Under tee the physicians could see a clot still in the pericardium. The three physicians present decided that the CT physician would make a "window" and suction out the remaining clot. When the clot was removed the pt began to bleed out quickly. The CT physician opened the chest but was unable to save the pt due to volume loss. Dr stated that "the laser did its job" but there was no way to see that the distal coil was fused into the wall of the ventricle.